Event description:
On (B)(6), 2012, the pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. The procedure ended with no endoleak. On (B)(6), 2012, the pt came to hospital to receive one-month follow up CT. The CT images revealed ascending-arch thoracic dissection. The cavity of the dissection was extending to outer edge of the proximal neck of the tag device. The physician is not planning to treat the dissection at this time.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.